Event description:
It was reported through the results of a clinical trial that three months and seventeen days post an index procedure completion using a drug coated balloon catheter in the cephalic vein, the subject developed a serious adverse event of vascular occlusion due to access thrombosis which required an additional arteriovenous access circuit reintervention. Thrombectomy and fistula ligation were performed to treat access thrombosis. Treatment re-intervention was not successful due to abandoned access. Furthermore, a new access was created using permanent dialysis catheter due to reassessment need for central venous catheter. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that three months and seventeen days post an index procedure completion using a drug coated balloon catheter in the cephalic vein, the subject developed a serious adverse event of vascular occlusion due to access thrombosis, target lesion restenosis which required an additional arteriovenous access circuit reintervention. Thrombectomy and fistula ligation were performed to treat access thrombosis. Treatment re-intervention was not successful due to abandoned access. Furthermore, a new access was created using permanent dialysis catheter due to reassessment need for central venous catheter. Reportedly, there have been no documented device deficiencies reported for this subject to date. Av access circuit re-intervention was performed for creation of right arm radiocephalic fistula, for creation of permanent access, due to occlusion in previous fistula. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), h6 (patient, component, method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.